Event description:
It was reported that the patient had complained of not being able to get his heart rate to increase. Upon interrogation, the pulse generator exhibited backup vvi operation. After a software download, normal device function resumed. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.